Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The account generated depressed sodium results on 2 patient samples that repeated in normal range when processed on architect c16000 analyzer. Patient 1 generated architect sodium of 105 (no unit of measure provided) that repeated 140. Patient 2 generated architect sodium of 119 (no unit of measure provided) that repeated 136. Specific patient information was not provided. No impact to patient management was reported.

Manufacturer narrative:
Abbott field service (fs) inspected the analyzer and found the cuvette wash pump bellows was leaking and the peristaltic head tubing in the high concentration waste pump was damaged. Fs replaced both parts to resolve the issue. A review of the analyzer service history identified no additional contributing factors on or around the date of the complaint. A review and search for similar complaints identified no adverse trends of either the bellows or the peristaltic head tubing related to the current complaint issue involving discrepant low erratic results. A review of architect c16000 tracking and trending data revealed no systemic issues or adverse trends related to issue described in this complaint. The architect c16000 erratic result rate is within acceptable limits with no trends identified. The architect system operations manual and c16000 system service and support manual provide information with regard to specimen handling, maintenance, component replacement, and troubleshooting the reported issue. The issue was resolved by replacing the used parts in accordance with current product labeling. Based on the evaluation performed neither a deficiency nor a malfunction were identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified. (B)(4).